Event description:
Through follow-up, the patient underwent medical intervention via a valve-in-valve procedure. The procedure went well with no reported complications. The patient was discharge on post-operative day one.

Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information have been unsuccessful. The reported device was not returned as it remains implanted. Without return of the explanted device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 23mm aortic bioprosthetic valve that requires intervention after an implant duration of approximately 17 years due to aortic stenosis. The patient is being evaluated for intervention.